Event description:
The facility reports that they found one of the loops at the side of the sling (where the sara plus ropes attach to) has completely separated. They also report that this sling has only used since 01/25/2012, but it was not in use when the defect was found.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). The on-site evaluation of the device has been carried out by a representative of the manufacturer's sales and service unit subsidiary division (ssu), not a direct employee of the manufacturer. The sling has been returned to an ssu depot. Additional information will be provided following the conclusion of the manufacturer's investigation.